Event description:
During dialysis, nurse has noticed air suction sound the bubble alarm at dialysis machine so artery clamp was immediately applied and patient disconnected from machine. Catheter was removed and septicemia treated. Device was noted to have leaks at the connection of venous extension and hub.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. One photograph was provided showing the extension tubing appears to be cut at the hub. Photograph is not sufficient for an investigation. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device a root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings: do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.